Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The device was pictured with the jaws open and no visual abnormalities were noted. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the rectum during a laparoscopic radical resection of rectal cancer, the device did not fire. Another reload was used to complete the case. There was no patient injury.